Manufacturer narrative:
The technician found the brake caster supports at the head of the bed are cracked and broken. The technician replaced the brake casters and brake caster supports on the head of the bed to resolve the issue.

Event description:
The technician alleged the brakes are not holding at the head of the bed. No patient impact.